Event description:
It was reported that pacing failure occurred. The lead exhibited impedance of 1800 ohms and threshold was 5.0 v at 0.4 ms. When the output voltage was increased to 5.0 v, the lead impedance decreased to 1380 ohms. The lead was checked again the next day several times and thresholds remained acceptable. During preparation for surgery, pacing failure occurred once more. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.